Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high and low impedance with possible fracture, and high thresholds. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).